Event description:
It was reported that the patient had a significant increase in seizure activity and high impedance was seen upon interrogation. Chest and neck x-rays were taken and showed a lead fracture in the upper chest area. X-rays have not been reviewed by the manufacturer to date. The patient later underwent a full replacement and the products were discarded and not available for return. No other relevant information has been received to date.